Manufacturer narrative:
All buttons functioned properly during testing however, moisture damage was found on keypad traces. The insulin pump was monitored for 24 hours with multiple basal rates. No high pitch or unexpected audio/beep anomaly was noted. No moisture damage inside pump was noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump, which was also emitting a high-pitched tone. The customer stated that after removing and replacing the battery, only the top line was visible on the insulin pump display. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.